Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in sub total gastrectomy, the surgeon tried to fire the powered stapler however it did not fire. They replaced by new reload and connected to the same device and the firing was completed. No patient injury.